Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer provided consent for troubleshooting the pump issue, and technical support confirmed the problem with consecutive cartridges, leading to a decision to replace the pump. Customer continued to use pump for insulin therapy.